Event description:
It was reported that during a vats procedure, the first device did not fire properly on tissue. A second device was opened and when fired it cut but did not staple. Suture ties were used to complete the case. No pt consequence.

Manufacturer narrative:
Date sent : 06/26/2006. A1,2,3,4; b6, 7; d11: information was not provided. D4; h4, 6: information anticipated, but unavailable at this time.